Event description:
The mechanical structure of a preva unit, serial number (B)(4), separated from the wall. Progeny sales representative confirmed with the dental office that there was no injury.

Manufacturer narrative:
The root cause cannot be confirmed since the unit had been remounted before progeny sales representative arrived.